Manufacturer narrative:
This medwatch is being resubmitted per FDA request for a failed 3rd acknowledgement on the original submission. The device referenced in this report has not been returned to olympus for evaluation. Olympus followed up with the user facility to obtain additional information regarding this report and was informed that the facility is performing an internal investigation and no additional information was provided.

Event description:
Olympus received a legal document on may 16, 2016, hich claims that a patient was exposed to contaminated scope and contracted carbapenem-resistant enterobacteriaceae (cre) after undergoing a therapeutic endoscopic retrograde cholangiopancreatography (ercp). As a result of the exposure the report alleges the patient expired. It was reported that the patient had undergone multiple procedures using a duodenovideoscope in (B)(6) 2012. Additionally, the user facility is reported to utilize a custom ultrasonics aer.